Manufacturer narrative:
Concomitant medical products: product ID: 37601, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va0j5db, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received report that the patient was doing well. He would be seen again by the healthcare provider (hcp) in early (B)(6).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was at normal end of life and telemetry and output were okay. The ins was at end of service (eos) when received for analysis. Bench testing showed no anomalies. The battery recovered to 2.9v. Returned printouts of the device showed a short circuit between electrodes #10 and 11. This could cause the battery to deplete faster than normal. An impedance test of the returned ins showed normal impedances on all electrode pairs, indicating the short circuit was within the lead/extension system and not within the returned ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the clinic the day of the report for premature implantable neurostimulator failure (ins). It was noted that the patient¿s voltages were high, but impedance/current had been reasonable. The device was using the following parameters: left amplitude: 4.3 volts, pulse width: 90 us, rate: 160 hertz, 2+ 3-, therapy impedance: 1367 ohms 2.3 ma; right amplitude: 6.2 volts, pulse width: 90 us, rate: 160 hertz, 10+ 11-, therapy impedance: 1040 ohms 5.9 ma. The patient was in constant voltage and bipolar settings bilaterally. The (B)(6) battery life estimator predicted a 1.5 year lifespan. The ins records indicated eos occurred on (B)(6) 2014. They were seeing a voltage of 2.82 volts. The device could not be reactivated. The patient was going to be schedule for an ins replacement. At the time of the call, a longevity calculation was performed to estimate the ins battery life. The calculation determined battery longevity to elective replacement indicator (eri) was 18.81 months and to eos was 21.81 months. It was later reported that that the patient was no longer receiving therapy. The patient¿s decline had been less dramatic than the healthcare professional (hcp) would have expected. The patient didn¿t notice a change in symptoms and hadn¿t had any trauma. The hcp thought it was striking that the battery voltage still reported out at 2.8. It was noted that this perhaps was a refresh ER effect, and would have declined rapidly if the device had been reactivated. The ipg symbol was grayed out and unresponsive and indicated that a battery replacement was warranted. Three days after the report, the representative indicated there was a replacement. One the day of the replacement, the patient¿s therapy settings in the right hemisphere 10+, 11- came back low at 84 during the electrode impedance check. All others appeared good. The voltage remaining showed 2.92. After the new battery was connected the same combo came back low at 68. One week after the initial report, the representative reported the patient was programmed to c+, 11- in effort to program around the short. The patient seemed okay, but there would be an appointment for full programming work up to program around the short.